Manufacturer narrative:
Concomitant medical products: 459888 lead, implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that interrogation showed an episode of atrial tachycardia/atrial fibrillation (at/af) which appeared as noise oversensing from suspected electromagnetic interference (emi). The device is still in use. No patient complications have been reported as a result of this event.